Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Information was not provided. Lot # was not provided. The 510 (k) is k021819.

Event description:
The lay user / patient contacted lifescan (lfs) on (B)(6) 2012 alleging inaccurate high readings on the patient's one touch ultrasmart meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The complaint was classified based on the initial call. The patient mentioned that on an unspecified dates and times he ended up going to the ER approximately four times. On an unspecified date and time in (B)(6) 2011, he had obtained a result of 360 mg/dl on his lfs meter. Customer took his usual dosage of medication, (B)(6). At an unspecified time later he developed symptoms of blurry vision and high blood pressure. At an unspecified time later he contacted ems and during one of his visits to the ER the hospital device reading was 165 and another time it read 280 mg/dl. The patient claims during his visits to the ER he was treated with IV glucose. Time difference between his meter and the hospital's meter and ER was done less than 30 minutes from one another. While troubleshooting it was noted that the patient had been using expired test strips. Using expired test strips may lead to false blood glucose readings. The technique of applying blood on the test strip was correct. The product was replaced. The complaint is being reported since the patient alleged that due to the high readings, he ended up developing symptoms and having to seeking medical attention and treatment in the ER.